Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips (lots# 3717567 and 3740696) have been returned and evaluated by lifescan product analysis with the following findings: lot# 3717567 - this test strip lot failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. Lot#3740686 - this test strip lot failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. A secondary issue was also noted; the returned test strips were found to have scratched electrodes with no assignable cause. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.